Event description:
The manufacturer received information alleging a white powder was coming from the tubing and a possible malfunction. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported white powder was coming from the tubing and a possible malfunction. The ventilator was returned to the manufacturer for evaluation and the customer's complaint of white powder was confirmed. The powder appears to have been from an external source. No malfunction of the device was observed. The device's system board, blower assembly, machine flow sensor, and internal tubings need replaced to address the contamination issue.